Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, a right side exchange with no complaint against the device. Healthcare professional, later reported, capsular contracture, baker grade IV. Device has been explanted and not replaced.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, g1.

Event description:
It has been determined that the device associated with this complaint is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.